Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syr syringe 5ml ls 23x1 dn india bp had resistance in the syringe when loading fluids. No serious injury or medical intervention was reported.

Event description:
It was reported that bd¿ syr syringe 5ml ls 23x1 dn india bp had resistance in the syringe when loading fluids. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: customer return samples not available for investigation. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of restricted movement with lot # 16h2581 regarding item #303079. DHR reviewed for affected lot# 16h2581, found no non-conformities. Investigation conclusion: the team reviewed the assembly process and confirmed that the process control related to assembly operation are in place and in working condition. During the manufacturing of lot, all functional forces of syringe were measured on the instron utm machine and were found within the specification limit. Also, during the inprocess quality check no defect was observed related to restricted movement / incorrect assembly / blocked needle which may cause the defect as claimed by the customer. Actual defective samples are not available for further investigation. The defect is not confirmed. Root cause description: actual defective samples are not available for further investigation. The defect is not confirmed. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on this, a CAPA is not needed at this time.